Manufacturer narrative:
(H3) the investigation into the reported pump stop has been completed. The device was visually inspected and found upon closer examination, blood was discovered in the red handle, and a catheter hole was observed near the 30cm mark. Data logs shows the pump stop (alarm 115) event during aic transfer. Additionally, during the test run, the impella deflective alarm was triggered right from the beginning. The device successfully passed the electrical testing. As per clinical investigation, it was reported the automated impella controller (aic) displayed an alarm "impella defective". It was reconnected to the original aic and same alarm appeared. Patient was hemodynamically stable and was taken to or for 5.5 replacement so they could be transferred. The root cause of the issue was an short electrical line due to blood in red handle from the hole found in catheter.

Event description:
The user facility reported a 52-year-old male in st elevated myocardial infarction was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported the automated impella controller (aic) displayed an alarm "impella defective". It was reconnected to the original aic and same alarm appeared. Patient was hemodynamically stable and was taken to operating room (or) for 5.5 replacement so they could be transferred.